Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as (B)(4). It was reported that during a stenting treatment procedure a stent dislodgement occurred, the patient experienced thrombosis and surgery was performed. Access was obtained via the left brachial artery. The target lesion being treated in the stenosed celiac artery. The 7.0x30x135cm express ld stent delivery system was advanced to the celiac artery where it was determined that the stent was too long for the intended lesion. During withdrawal the stent slid off the balloon in the left brachial artery. The sheath was exchanged and the dislodged stent was successfully removed using a small balloon catheter and manually compressing the arm so that the stent would not further advance. Following the procedure the patient developed a post operative partial thrombosis in the left brachial artery. The patient went to surgery for removal of the thrombosis and the procedure was completed with a graft. No additional patient complications were reported.